Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer single piece lens, +22.0 diopter, and the lens tore. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).